Event description:
It was reported that an alert was received for this right ventricular (rv) lead as stored episodes revealed fast rates without noise and what appeared to be t-wave oversensing. The patient had not reported any symptoms or issues. The physician suspected the patient was not taking their beta blocker medication as prescribed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).